Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-00192.

Manufacturer narrative:
Concomitant medical products: unknown femoral component. Unknown tibial component.

Event description:
It was reported the patient was revised for instability.